Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. B82481) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vulval itching, multiple sclerosis and uterine myoma. Concomitant products included dimethyl fumarate (tecfidera) from 2012 to 2016. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding / menorrhagia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterdctomy, bilateral salpingectomy and essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, abdominal pain, dysmenorrhoea and vaginal haemorrhage outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: full occlusion and proper placement of essure. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters, medical history, patient demographics, lot number b82481, concomitant medication and event (abnormal vaginal bleeding) were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. B82481) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vulval itching, multiple sclerosis and uterine myoma. Concomitant products included dimethyl fumarate (tecfidera) from 2012 to 2016. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding / menorrhagia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterdctomy, bilateral salpingectomy and essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, abdominal pain, dysmenorrhoea and vaginal haemorrhage outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: full occlusion and proper placement of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding / menorrhagia"), uterine leiomyoma ("uterine fibroids"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement of essure further company follow-up with the consumer, lawyer or lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.